Manufacturer narrative:
The software investigation found that the reported event was not related to a software issue. Per the event description, the tracer pattern did not collect points beyond forehead (on the side of the head back to the ear), resulting in inaccuracy during navigation, especially in interior anatomies. A medtronic rep visited the site and completed a system checkout. There were no issues found with the system. The rep reported that in a subsequent surgery, when the site staff performed proper patient registration technique (collecting points posterior) the system was accurate. The most likely cause of the event was improper user technique during patient registration.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 3-4mm inaccuracy when using suction instruments in the sphenoid sinus. The surgeon deemed being accurate at more anterior points on the patient. It was noted that tracer registration was used and the majority of points were collected on the forehead only. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). No parts have been returned to manufacturer for analysis.